Manufacturer narrative:
The customer was unable to confirm a part number or provide a picture. However, a review of the customer's purchase history showed that only one osteotome part number has been purchased. This purchase occurred in november 2020. This part number has been used for the investigation and this report. The customer reported the osteotome chipped while levering a connector off of a rod. It was confirmed that this was a metal rod inside the patient. Levering the osteotome against the metal rod will cause damage to the osteotome as this is off-label use that is beyond the intended use for this device. This is an isolated event with (B)(4) sold of all lots. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained that is pertinent to the investigation or alleges additional patient involvement, a follow up report will be submitted. User facility report received uf report# (B)(4).

Event description:
The customer alleged that during the removal of posterior spinal hardware t9 to l1 a piece of the osteotome instrument broke off and fell into the patient. The surgeon stated that at one point a small piece of the straight osteotome chipped off in an attempt to lever the across connector off of the rod. The piece was removed from the surgical site after looking for it. However, an x-ray was performed and confirmed that there was 1mm size piece still remaining inside the patient. The surgeon determined that a second surgery was not needed to remove the 1mm piece. There was no additional harm to the patient.